Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 1660. Continuous rate was 2.2 ml/hr. Volume was 101 ml. Patient was given 91 ml almost finished. Air detector was off and upstream was off. Cadd was a 46 hr pump, and it was locked. The cstd was used to fill pump and it was primed with ns. The event occurred while in use with the patient, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.